Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found the lead was returned in two pieces. External abrasion breaching the outer insulation was noted at 10.1 cm to 10.3 cm from the connector tip. External abrasion breaching the outer insulation was also noted at 37.4 cm to 37.6 cm and at 42.5 cm to 44.0 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the patient anatomy. (B)(4).

Event description:
This report is to advise of an event observed during analysis.